Event description:
It was reported that the device failed preventive maintenance -syringe sensor test failed. The event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The cause of the issue was a faulty barrel clamp potentiometer which was replaced. The pump passed all performance verification testing. The service history review had no indication that the complaint was related to a service of the device within the review period.